Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the issue with the keypad button malfunction was confirmed through product analysis. The up and down buttons are intermittently responding to user inputs during testing. There was evidence of keypad adhesive found under the key contacts. Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient's mother claimed that the up and down arrow keypad buttons were not responding with every button press. There was no adverse event associated with this complaint.